Event description:
Additional information was received indicating this lead was explanted due to a possible infection. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The lead was returned severed 118 millimeters (mm) from the terminal pin in two segments. Tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis could not confirm the clinical observation.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increase shock impedance measurements and increased pacing threshold measurements. Additionally, r-wave measurements decreased along with pacing impedance measurements. A chest x-ray was performed which revealed this lead had pulled back and the can was flipped over. It was suspected the lead dislodged due to twiddler's syndrome. A lead revision procedure was scheduled for a later date. No adverse patient effects were reported.